Manufacturer narrative:
Upon further inspection, it was observed that the zoom is caught due to a malfunction of the zoom mechanism caused by external factors. It was also observed that the bending angle was insufficient due to elongation of the angle wire. Also, the play of the angle knob was out of normal state due to the elongation of the angle wire. It was observed that the illumination lens was chipped due to tip collision caused by external factors. It was also observed that there was a crush in the forceps channel. It was observed that the adhesive of the curved rubber is missing, and the curved rubber bond is cracked due to external factors. It was also observed that the scope connector was not watertight. Lastly, scratches were observed on the following unit components due to external factors: the objective lens, the insertion tube, tip cover, scope connector, the operational part, the insertion part of the corrugated tube, on the hardness adjustment ring, the switch box, suction cylinder, unit cover, up and down knob, the up-down angle fixing, right and left knob, the grip, the universal cord, scope connector cover, right-left angle fixing knob and on the scope connector side of the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During inspection of the customer returned device, the olympus the evis lucera elite colonovideoscope had a foreign object in the forceps channel. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material in the forceps channel was confirmed. The root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.